Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync logs were in sync with no retry error. A technical support specialist (tss) dialed into the station and reviewed the data sync logs, confirming they were in sync with no retry errors observed. The customer later confirmed that the issue had been resolved, as the server had already been rebooted. Tss subsequently verified that the server reboot had been performed by another tss while working on a separate case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, stations were not communicating to the reports for fill list throughout the hospital which was suspected to happen due to sync issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.